Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that during use, a pa line wasn¿t reading properly. It appeared to be leaking blood from the fiber optic connector. There was no allegation of patient injury. Numerous attempts to obtain clarification of the event, availability of the product for return and patient demographics have been made but no information has been received.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.